Event description:
1/3 reference (B)(4) for all attachments and related complaints) documenting pump s/n (B)(4). It was reported that the pump was alarming no disposable alarms. Pump alarming serial number (B)(4). Pt unable to get battery door off pump serial number (B)(4). Pt also has pump serial number (B)(4) that is overdue for maintenance. Pt able to get same cassette running with pump (B)(4) with no further alarm. No further details provided.